Event description:
Procedure type: left lung resection. According to the reporter: customer stated that the device was unable to fire after the reload was installed. Pt involved w/o injury. Medical intervention not required.

Manufacturer narrative:
(B)(4).